Event description:
N/a.

Manufacturer narrative:
Due to character limit in e1 full initial reporter name: (B)(6). Updated fields: b4, d5, d9, e1, e2, e3, g1, g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse replaced cord reel because ground prong was missing. The fse replaced safety disk due to cycles. Replaced tidal volume disk due to age. Unit passed all functional and safety tests performed. Unit cleared for use. The failure analysis and testing dept. Received part with a reported unit failure of a broken ground prong. The fat performed a visual inspection and found the part to have a broken ground prong on the power plug. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that prior to use the cardiosave intra-aortic balloon pump(iabp) ground pin broken on power cord. There was no patient involved.